Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, one cracked opening, partial delamination of valve, and white particles in device inner surface. Leak test and microscopic analysis were performed which identified one cracked opening, wear abrasion, and partial delamination of valve. Based on the device analysis the final assessment was one cracked opening assessed as cracked valve seat diaphragm valve, and partial delamination of valve assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Additionally, healthcare professional reported "leak at valve." Device has been explanted.